Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient left eye never cleared and it steadily worsening. Laser was performed twice. Additional information was requested and received stating in surgeons opinion her symptoms appeared mostly secondary to capsular opacity and mobile capsular remnant.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The manufacturer internal reference number is:(B)(4).